Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.